Event description:
It was reported that the patient died. The patient presented with chest pain and electrocardiogram (ECG) revealed an anterior wall myocardial infarction. Angiogram showed that the patient had a diffusely diseased left anterior descending artery (lad). The lesion was predilated and the patient was treated with a 2.25 x 28 mm promus premier in the distal lad, a 3.00 x 28 mm promus premier in the mid lad and a 3.00 x 38 mm promus premier in the mid-proximal lad. Thrombolysis in myocardial infarction (timi) 3 flow was achieved. The patient was transferred to the intensive care unit where they experienced sudden cardiac arrest 2 days post procedure. Defibrillation, medication and ventilator support were provided and the patient was revived. The following day, the patient again experienced cardiac arrest and died.

Manufacturer narrative:
Device technical analysis: the stent was implanted and the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The complaint reported that three promus premier stents were implanted, from three different catheter batches. The complaint did not report any device malfunctions associated the placement of each stent. It was reported that the patient was transferred to the intensive care unit, where they experienced sudden cardiac arrest 2 days post procedure. Defibrillation, medication and ventilator support were provided, and the patient was revived however, the following day, the patient again experienced cardiac arrest and died. A request was made through good faith effort in order to better understand the complaint events and to get a better understanding if the placement of the promus premier stents contributed to the patient death. To date no information was provided. It is noted that per the product's instructions for use (IFU) that the event of death is listed in the product's IFU as a known adverse event associated with device use. The exact cause of the reported cardiac arrest is unknown however, some potential causes of the reported cardiac arrest are also documented in the product's IFU as known events associated with device use. The complaint did not report any device malfunctions which could have contributed to the complaint.

Event description:
It was reported that the patient died. The patient presented with chest pain and electrocardiogram (ECG) revealed an anterior wall myocardial infarction. Angiogram showed that the patient had a diffusely diseased left anterior descending artery (lad). The lesion was predilated and the patient was treated with a 2.25 x 28 mm promus premier in the distal lad, a 3.00 x 28 mm promus premier in the mid lad and a 3.00 x 38 mm promus premier in the mid-proximal lad. Thrombolysis in myocardial infarction (timi) 3 flow was achieved. The patient was transferred to the intensive care unit where they experienced sudden cardiac arrest 2 days post procedure. Defibrillation, medication and ventilator support were provided and the patient was revived. The following day, the patient again experienced cardiac arrest and died.